Manufacturer narrative:
Discrepant negative antigen typing results for one patient. The most probable root-cause of the false negative result in the anti-b microtube obtained by the customer on vision is equipment related, due to the patient's recent transfusion of type (B)(6) blood and the vision probe aspirating from the bottom of the centrifuged tube. No harm came to the patient. No general product failure is identified. No biased results were reported to a physician. Email address for contact office in manufacturer field is (B)(4). (B)(4).

Event description:
A customer reported about what was described as discrepant negative antigen typing results for one patient. Reagents: mts a/b/d monoclonal and reverse grouping card. The customer reported that on (B)(6) 2021, they had tested a patient sample for forward & reverse grouping using mts a/b/d monoclonal and reverse grouping card sub in conjunction with their ortho vision-ID mts analyser and that they had obtained a discrepant negative result for the forward anti-b reagent of the gel card. The customer stated that the patient had been transfused 3 units of group a- packed rbc's on (B)(6) 2021, and that the sample drawn for testing was taken on (B)(6) 2021, which is when the discrepant result was observed. The customer explained that the patient was historically known as (B)(6). The customer reported that they retested the same patient sample for forward & reverse grouping using the same reagents and analyser, and that they had obtained an indeterminate (?) Result forward anti-b reagent of the gel card. The customer reported that they retested the same patient sample for forward & reverse grouping using the same reagents in manual technique, and that she had obtained a (4+) mf result. No further investigation was carried out by the customer the customer reported that no biased results were reported to a physician. The customer reported that the patient was not harmed as a result of the reported events.